Event description:
Pt reported that the pump is draining battery really fast. She replaced battery on (B)(6) 2022 and she had to replace it yesterday halfway through the infusion and again today half way through the infusion the pump stopped. They are confident that they can finish the infusion by replacing battery. Home health nurse informed pharm tech. That in past similar situation happened and rph informed home health nurse to change pump pressure and it worked. Informed pharmacy representative that I am not confident enough to advise home health nurse. I would like to replace pump and provide new one. Entered pump, pump manual and return box. Pharmacy representative voice understanding and will assist to schedule shipment for pump. Indication -chronic inflammatory demyelinating polyneuritis. Serial#:(B)(4). Did the reported product fault occur while in use with the pt? Yes. Reported to (B)(6) by pt/caregiver.